Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while attempting to fill a cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer changed out the cartridge and was able to resolve the issue.